Event description:
It was reported that the device was explanted after an implant duration of 5 months due to dehiscence and was replaced with an edwards model 7000tfx25mm. Reportedly, the device is being returned for evaluation.

Manufacturer narrative:
Device not returned.